Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Implant card received by manufacturer indicated vns therapy system replaced due to device "not working". Further information received indicated the patient experienced an increase in seizures and system diagnostics testing performed at a routine office visit resulted in high impedance reading, indicating a possible lead malfunction. No serious injury was reported.